Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that on (B)(6) 2018 that she was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose levels and had issues with insulin pump and infusion set. The customer blood glucose levels were not provided. It was reported that the customer had four out of five infusion sets that did not go inside the customer's body properly. It was reported that the cannula was curved when removed outside of the body. The customer reported that the insulin pump never received insulin flow block. The customer reported that the hospital keep her in control of her diabetes but she found herself hyperglycemic, distorting and delaying the rehabilitation. On (B)(6) 2018 additional follow-up attempt was made to the customer. The customer reported additional details about the event and stated that it had been a week and she was in the hospital. The customer stated that the four out of five infusion sets did not go in the body properly and the cannula was curved when removed out of the body. The customer that the insulin pump never alarmed insulin flow blocked. The customer stated that the insulin pump did not alarm to let her know that there was a blockage. The customer stated that she had training with nurse and reviewed the way she inserted the infusion set and know how to insert infusion set properly. It was reported that the customer had high blood glucose levels of 29 mmol/l at the time of hospitalization on (B)(6) 2018. The customer stated that on (B)(6) 2018 she woke up relatively high and her blood glucose levels increased. The customer stated that her endocrinologist adjusted basal and she was informed that her blood glucose levels did not diminish. The customer stated that during the night, she had completely stop using the insulin pump except for the sensor and she was calibrated with blood glucose takes at the hospital. The customer reported that her blood glucose level decreased in the evening and she noticed that the sensor was folded after changing it. On (B)(6) 2018, the customer had changed the catheter. Troubleshooting was not completed. Insulin pump is not expected to return for analysis.